Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant severe pelvic pain / pain/pain') in a (B)(6) year-old female patient who had essure (batch no. 629301, 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included anxiety, depression, ovarian cyst and uterine bleeding. Previously administered products included for contraception: yaz. Concomitant products included amlodipine besilate (norvasc) since 2016, celecoxib (celexa) from 2009 to 2011, citalopram from 2009 to 2011, dextropropoxyphene napsilate ;paracetamol (darvocet) in 2009, escitalopram from 2015 to 2016, ezetimibe (zetia) since 2016, ibuprofen in 2011, omeprazole (protonix) since 2016, paracetamol (acetaminofen) since 2009, quetiapine fumarate (seroquel) since 2016, sertraline hydrochloride (zoloft) since 2016, trazodone hydrochloride from 2009 to 2010 and trazodone from 2015 to 2016. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal,menorrhagia)") and was found to have weight increased ("weight gain/weight gain or loss specify: weight gain"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, depression") and depression ("psychological or psychiatric problems condition: anxiety, depression"). In (B)(6) 2009, the patient experienced back pain ("constant lower back pain/lower back pain"). In (B)(6) 2009, the patient experienced menstrual disorder ("uterine menstrual hemorrhaging") and dysuria ("infection (bladder/urinary tract/vaginal) (dysuria)"). On (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection (blood in urine, frequent urination)/infection (bladder/urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"), 1 year 1 month after insertion of essure. The patient was treated with surgery (robotic laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, dysuria, urinary tract infection, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6)/ approximate weight at the time of essure placement 169 lbs. Plaintiff was currently planning for removal of essure due to essure-caused injuries, as alleged in complaint. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: results: small left ovarian cyst with free fluid. *(B)(6) 2017 - ultrasound pelvis - small left ovarian cyst with free fluid in the cul-de-sac probably physiologic in nature. Concerning the injuries reported in this case, the following one/ones were described in patients medical records: dysuria / urinary tract infection / pelvic pain. Batch number: 629301 exp date:2012/01 man date:2009/01. Batch number: 629302 exp date:2012/01 man date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , other relevant history , explant date, added and product information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant severe pelvic pain / pain/pain') in a 25-year-old female patient who had essure (batch no. 629301, 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included anxiety, depression, ovarian cyst and uterine bleeding. Previously administered products included for contraception: yaz. Concomitant products included amlodipine besilate (norvasc) since 2016, celecoxib (celexa) from 2009 to 2011, citalopram from 2009 to 2011, dextropropoxyphene napsilate;paracetamol (darvocet-n) in 2009, escitalopram from 2015 to 2016, ezetimibe (zetia) since 2016, ibuprofen in 2011, omeprazole (protonix) since 2016, paracetamol (acetaminofen) since 2009, quetiapine fumarate (seroquel) since 2016, sertraline hydrochloride (zoloft) since 2016, trazodone hydrochloride from 2009 to 2010 and trazodone from 2015 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal,menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal,menorrhagia)") and was found to have weight increased ("weight gain/weight gain or loss specify: weight gain"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, depression") and depression ("psychological or psychiatric problems condition: anxiety, depression"). In (B)(6) 2009, the patient experienced back pain ("constant lower back pain/lower back pain"). In 2009, the patient experienced menstrual disorder ("uterine menstrual hemorrhaging") and dysuria ("infection (bladder/urinary tract/vaginal) (dysuria)"). On (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection (blood in urine, frequent urination)/infection (bladder/urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"), 1 year 1 month after insertion of essure. The patient was treated with surgery (robotic laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, weight increased, dysuria, urinary tract infection, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysuria, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs/ approximate weight at the time of essure placement 169 lbs. Plaintiff was currently planning for removal of essure due to essure-caused injuries, as alleged in complaint. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: results: small left ovarian cyst with free fluid. *(B)(6) 2017 - ultrasound pelvis - small left ovarian cyst with free fluid in the cul-de-sac probably physiologic in nature.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysuria / urinary tract infection / pelvic pain. Batch number: 629301 exp date:2012/01 man date:2009/01. Batch number: 629302 exp date:2012/01 man date:2009/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.